Manufacturer narrative:
The batch record review for radiesse(+), lot a00204340, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. During batch record review, it was determined this lot had CAPA# mna-CAPA-0045 associated with it. It was determined that this ncr did not contribute to this reported complaint issue as it did not impact final product quality. A lot search in the global safety database was conducted on the reported lot (batch a00204340) and no similar events were noted. Assessment by merz: the events occurred in compatible temporal relationship. Dyspnoea is a systemic event. No precise information was provided on injection site of the event injection site swelling, so a local relationship can only be assumed. Injection site swelling (serious) and dyspnoea (serious) are expected based on the current valid polish instructions for use (IFU) leaflet of radiesse(+) and can occur after treatment with radiesse(+). A possible confounding factor could be the root canal treatment four days after treatment with radiesse(+). In this case, the information provided is quite sparse, medical confirmation and further event details as well as specific treatment during the emergency room visit are pending. Nevertheless, a contributory role of the treatment with radiesse(+) cannot be excluded with certainty. Causality for the events is assessed as possibly related to the treatment with radiesse(+) based on compatible temporal and assumed local relationship. This case is considered as serious with the serious events injection site swelling and dyspnoea because treatment was deemed necessary to prevent a life-threatening condition. Merz causality re-assessment due to receipt of follow up information on 03-apr-2026: off label use was coded only for formal reasons. The injection into chin is no indication for radiesse(+) according to the IFU. Based on the information provided, a possible confounding factor could also be the patient's dental treatment a few days after the treatment with radiesse(+). Nevertheless, a contributory role of the treatment with radiesse(+) cannot be excluded with certainty. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse(+). This case remains as serious with the serious events injection site swelling and dyspnoea because treatment was deemed necessary to prevent a life-threatening condition.

Event description:
Case description: this spontaneous report was received from a polish healthcare professional and concerns a female patient. The patient was injected with radiesse(+). Batch number was reported as a00204340 (expiry date: 04-jun-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00204340 (expiry date: 04-jun-2027). A lot search in the global safety database was conducted. The radiesse(+) injection was performed by a cosmetologist/other beautician. Four days after the radiesse(+) injection, the patient underwent root canal treatment on four teeth. Four days after the radiesse(+) injection, the patient experienced severe swelling in décolleté, neckline, neck and chin area, accompanied by difficulty breathing. The patient was admitted to the emergency room twice. At the time of the report, the patient was under the care of the professor and was undergoing treatment. The outcome of the events was unknown. Follow-up information was received on 03-apr-2026: the patient was injected with radiesse(+) into the mid- and lower face areas, including chin (off label use of device), on (B)(6) 2026. The injection was performed by a beautician, and a cannula was used. The patient underwent dental treatment of several teeth due to caries, on (B)(6) 2026. The patient was previously injected with botulinum toxin into the glabella and forehead and had no complications. Medical history, known allergies and concomitant medication were reported as none. On (B)(6) 2026, 8 days after the radiesse(+) injection, the patient experienced severe swelling in décolleté, neckline, neck and chin area, accompanied by difficulty breathing. Corrective treatment included 40 mg of encorton on (B)(6) 2026, and 20 mg of encorton from (B)(6) 2026. On (B)(6) 2026, the patient was given dexaven in the emergency room, due to facial swelling and shortness of breath. Treatment was ongoing, however, on (B)(6) 2026, the patient visited the physician and there was no swelling and no abnormalities on physical examination. Due to the provided information, the outcome of the events was considered as resolved (changed from unknown). In the opinion of the reporter, the events were possibly related to radiesse(+), injection procedure, and additionally to the two dental visits shortly after the procedure. Therefore, the causality was changed from reasonable possibility/suspected to possible. A final diagnosis was not made by the physician, two emergency department visits were necessary, but there was no life-threatening condition.